Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and device was explanted. The patient condition was stable.

Manufacturer narrative:
The reported event of longevity anomalies and premature discharging of battery was not confirmed. The device was received with normal output and telemetry communication. Electrocautery marks were found on the device¿s metal housing, consistent with surgical tools interferences that triggered a false end-of-service (eos) alert. Analysis of the device image and session records indicates the device was operating in high output mode and implanted for almost the full length of its projected longevity. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations such as auto mode pacing, usage demands and prolong telemetry interrogation, etc. These conditions can result in fluctuation of battery voltage level measurements, which affects the longevity estimates. Electrical and mechanical tests performed indicates normal device functionality. Longevity assessment found the device was operating at above elective-replacement voltage level, with appropriate remaining longevity.